Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the battery compartment was cracked below and above the grip pad. The black box verified that the pump's time and date reset to default after power reboot. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment. This report is made based on results of investigation completed on 18-jul-2018.